Event description:
The user reported that during a procedure the device would not pressurize above 6 atm. The balloon was confirmed to have inflated. The device was exchanged and the procedure completed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.